Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician noted an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise on the remote home monitoring system. The physician suspects the patient was having an epileptic seizure at the time of the event and requested technical services (ts) review of the stored episode. Upon review, ts noted that the noise that was oversensed presented as muscle noise and that there was not any signs of non-physiological noise. The physician indicated at this time they are not considering reprogramming the s-ICD as they are planning to concentrate on the clinical symptoms of epilepsy. The s-ICD remains in service and no additional adverse effects were reported.